Manufacturer narrative:
The device was returned to mmdg for evalution. During the investigation, mmdg was able to confirm that the pumps auxilary alarm was not functioning. The pump was repaired and returned.

Event description:
The initial reporter stated that the pumps internal auxiliary alarm was not working. The initial reporter also stated that this occurred during testing and that there was no patient impact. (B)(4).